Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "no a/c light when plugged in" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a loose 1.6a fuse. The 1.6a fuse was reinserted to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a malfunction of "no a/c light when plugged in." This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known that it occurred in the ER. There was no report of patient/user involvement, injury or medical intervention. Baxter quality engineering determined the reported condition to be a fuse issue. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.